Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during a laparoscopic gallbladder, part of the endocatch fell into the pt. The part was recovered. This did not prolong the operation of more than 30 minutes.

Manufacturer narrative:
(B)(4).